Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, lumpiness, infection from the sinusitis that may have formed a pseudofilm around filler areas, and "this may be autoimmune" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. There is no available clinical data about injection of juvéderm® volift¿ with lidocaine into an area which has already been treated with a non-allergan dermal filler. No clinical data is available regarding the efficiency and tolerance of juvéderm® volift¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected on (B)(6) 2015 to the cheeks with 1ml of juvéderm® volift¿ with lidocaine. On (B)(6) 2016, patient was injected to the lips and tear trough with juvéderm® volbella¿ with lidocaine and with belotero soft in fine lines. On (B)(6) 2016, patient was injected to the chin with juvéderm® voluma¿ with lidocaine. On (B)(6) 2016, patient was injected to the tear trough and upper lip with 1ml of juvéderm® volbella¿ with lidocaine, to the cheeks and chin with 1ml of juvéderm® voluma¿ with lidocaine, and to the marionette with 1ml of juvéderm® volift¿ with lidocaine. On (B)(6) 2016, patient was injected to the cheeks and chin with 1ml of juvéderm® volift¿ with lidocaine and to the upper lip with juvéderm® volbella¿ with lidocaine. Prior to the injections patient was pretreated with 0.5% chlorhexidine. Approximately 2.5 months after the last injections patient developed swelling face and lumpiness of fillers. The patient¿s general practitioner initially diagnosed the patient with hayfever and sinusitis (had post nasal drip but no itching nose or eyes) and the area below patient¿s left eye was swollen. The general practitioner prescribed prednisolone, fexofenadine, and nexomist nasal spray. The filler swelling got worse after 3 days on prednisolone and then progressively worse with lumpiness that developed in all the filler areas. The injecting physician diagnosed patient with ¿infection from the ?sinusitis that may have formed a pseudofilm around filler areas.¿ the doctor additionally suspects the prednisolone may have helped the infection along initially as patient was not started on antibiotics by their general practitioner at the time. The injecting physician prescribed ciprofloxacin, but the condition is getting worse. Patient is being reviewed once or twice a week and there is definite improvement on the antibiotics (ciprofloxacin), which has cleared some of the lumps on ck1, 2, and 3. Physician applied hyalase to the tear trough as the "swelling initially was quite marked as well as on the c2 point." The swelling and lumpiness started under the eyes then spread to the cheeks and chin. Patient has been on ciprofloxacin for 6 weeks. Physician initially hialased the eyes which improved and resolved. The cheeks initially resolved without intervention. The chin is still being treated with hialase. Although the cheeks "initially resolved spontaneously (on oral cipro)" they have since become lumpy again. The cheeks were also injected with hialase. The physician wonders if their diagnosis was correct and thinks "this may be autoimmune and not biofilms?". This is the same event and the same patient reported under MDR ID# 3005113652-2017-00161 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00162 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00163 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00164 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00294 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2017-00295 (allergan complaint #(B)(4)). This MDR is being submitted for the seventh suspect product, juvéderm® volift¿ with lidocaine injected on (B)(6) 2016, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected on (B)(6) 2015 to the cheeks with 1ml of juvéderm® volift¿ with lidocaine. On (B)(6) 2016 patient was injected to the lips and tear trough with juvéderm® volbella¿ with lidocaine and with belotero soft in fine lines. On (B)(6) 2016 patient was injected to the chin with juvéderm® voluma¿ with lidocaine. On (B)(6) 2016 patient was injected to the tear trough and upper lip with 1ml of juvéderm® volbella¿ with lidocaine, to the cheeks and chin with 1ml of juvéderm® voluma¿ with lidocaine, and to the marionette with 1ml of juvéderm® volift¿ with lidocaine. On (B)(6) 2016 patient was injected to the cheeks and chin with 1ml of juvéderm® volift¿ with lidocaine and to the upper lip with juvéderm® volbella¿ with lidocaine. Prior to the injections patient was pretreated with 0.5% chlorhexidine. Approximately 2.5 months after the last injections patient developed swelling face and lumpiness of fillers. The patient¿s general practitioner initially diagnosed the patient with hayfever and sinusitis (had post nasal drip but no itching nose or eyes) and the area below patient¿s left eye was swollen. The general practitioner prescribed prednisolone, fexofenadine, and nexomist nasal spray. The filler swelling got worse after 3 days on prednisolone and then progressively worse with lumpiness that developed in all the filler areas. The injecting physician diagnosed patient with ¿infection from the sinusitis that may have formed a pseudofilm around filler areas.¿ the doctor additionally suspects the prednisolone may have helped the infection along initially as patient was not started on antibiotics by their general practitioner at the time. The injecting physician prescribed ciprofloxacin, but the condition is getting worse. Patient is being reviewed once or twice a week and there is definite improvement on the antibiotics (ciprofloxacin), which has cleared some of the lumps on ck1, 2, and 3. Physician applied hyalase to the tear trough as the "swelling initially was quite marked as well as on the c2 point." The swelling and lumpiness started under the eyes then spread to the cheeks and chin. Patient has been on ciprofloxacin for 6 weeks. Physician initially hialased the eyes which improved and resolved. The cheeks initially resolved without intervention. The chin is still being treated with hialase. Although the cheeks "initially resolved spontaneously (on oral cipro)" they have since become lumpy again. The cheeks were also injected with hialase. The physician wonders if their diagnosis was correct and thinks "this may be autoimmune and not biofilms?". This is the same event and the same patient reported under MDR ID# 3005113652-2017-00161 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00162 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00163 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00164 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00294 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2017-00295 (allergan complaint #(B)(4)). This MDR is being submitted for the seventh suspect product, juvéderm® volift¿ with lidocaine injected on (B)(6) 2016, also a device manufactured by allergan.